Event description:
The recipient's device was reportedly explanted due to the need for an MRI. The recipient was not reimplanted.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient reportedly recovered from explant surgery. The external visual inspection revealed silicone damage on the top and bottom covers, and the electrode was severed at the fantail prior to receipt. These are believed to have occurred during revision surgery. The photographic imaging inspection revealed cut electrode wires at the fantail. This is believed to have occured during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.